Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a permanent out of range signal on (B)(6) 2014. Patient was advised to reset the device. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(4) 2014 and confirms intermittent out of range, but not the reported event of permanent out of range. A CAPA has been initiated for this issue.